Event description:
The patient's ra lead impedance has doubled since the last check. It is believed the lead could be fractured, but it was decided to continue using this lead for now. Should additional information become available, this event will be updated.